Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this implantable defibrillation lead developed cardiac tamponade on the date of implant due to a suspected right ventricular perforation. A pericardiocentesis was performed as well as resuscitation efforts. The patient was intubated and was admitted to the intensive care unit.

Manufacturer narrative:
This investigation will be updated should further information be provided. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this implantable defibrillation lead developed cardiac tamponade on the date of implant due to a suspected right ventricular perforation. A pericardiocentesis was performed as well as resuscitation efforts. The patient was intubated and was admitted to the intensive care unit. Additional information was received indicating the patient expired a few days later.